Manufacturer narrative:
(B)(4).

Event description:
Additional information received, this occurred during set-up for a cardiopulmonary bypass (cpb) procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The product surveillance technician (pst) observed corrosion and residue on the inner valve surfaces. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) replaced valve two fixing the issue. Valve one and three were replaced out of precaution. The unit operated to the manufacturer's specification. The suspect parts are being returned to the manufacturer.

Event description:
It was reported that the unit was slow to heat. No other details regarding the nature of this event were provided.